Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff experienced erosion ans extrusion. The plaintiff underwent excision surgery of the pelvic mesh product. Furthermore, it was reported that the plaintiff died. The cause of death was reported as metastatic cancer of unknown primary.

Manufacturer narrative:
(B)(4). Lawyer filed report.